Event description:
Customer reported that the insulin pump returned a weak signal alert and a sensor error. Customer also reported that the insulin pump recently returned a no delivery alarm. Customer stated that she recently had a blood glucose level of 400 mg/dl. Blood glucoe level was 105 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.